Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (gd886127, gd886135 and gd887695) with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a call for an unrelated issue, the caregiver reported that the patient had been experiencing solution in the drain bag was white. During the night the patient stated he had chills and milky, white solution in drain bag. The physician advised he suspects peritonitis and instructed the patient to be seen in the emergency department. Additional information received from the nurse on (B)(6) 2011: the nurse confirmed the patient experienced an episode of peritonitis in (B)(6) 2011. It is unknown if a white blood cell count (wbc) was drawn. The patient was treated with vancomycin 1 gram intravenous (IV) times 2 doses, then vancomycin 2 grams intraperitoneal (ip). The cause of the peritonitis is unknown. The patient practices good aseptic technique;no retraining was required. The nurse indicated that the baxter products and devices were not causally related to the event. The patient has recovered. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted. This is report 2 of 3 involved in this peritonitis incident.